Event description:
Per the clinic, the patient experienced a keloid scar at the abutment site. Subsequently, the patient was placed under general anesthesia in 2009 (specific date not reported), in order to remove the abutment.